Event description:
A customer reported that after cataract surgery patient experienced with severe endophthalmitis or toxic anterior segment syndrome with functional loss of eye. Additional information has been requested. A patient underwent cataract surgery with iol implantation in right eye with medical history of non-insulin dependent diabetes (well-balanced). After nine days of surgery the patient experienced with severe endophthalmitis with loss of function of the eye, conjunctival inflammation: 3+, cells in the anterior chamber: 3+, fibrin in the anterior chamber, hypopyon with signs and symptoms of pain, edema of the upper eyelid, cyclitic membrane preventing examination of the vitreous. Patient was admitted in hospital treated with subconjunctival injection, intravitreous injection of antibiotics, glucocorticoid injection, intravitreous injection of glucocorticoid, steroid in subconjunctival form. Administered medication was not effective and patient symptoms were not resolved and purulent melting of the eye. This event leads to total loss of visual function and risk of purulent melting. New information received indicating viscoelastic, balanced salt solution and intraocular lens also a suspect for the adverse event. Current patient condition was non-resolved loss of total function with probable purulent melting of the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Review of the product history records indicate all release criteria were met. Information provided indicated the issue had occurred over time. This information would indicate the events were unrelated to the intraocular lens (iols) used. The surgeon indicated they felt the issue was related to the handpieces; ¿the fact of having had a common box for the first two cases points to handpieces¿. Since the 5th case occurred, surgeon stopped using xylo gel, adrenaline diluted in balanced salt solution (bss). Surgeon now systematically rinses the phacoemulsification (phaco) handpiece before use and before assembly of the disposable cannula. The investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).